Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Customer received pump reset information and was assisted by technical support in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.